Event description:
It was reported that a patient had been playing with the patient programmer and wanted to be sure the implantable neurostimulator (ins) was on. She had been trying to use the programmer, but wasn¿t seeing what she thought she should be seeing on the programmer. The patient was pressing the top blue button on the left side of the programmer which is the ins power on button. The patient was walked through synching the programmer to the ins, was on program 3 at 1.1 volt, and the ins was off. She turned the ins on. She was feeling stimulation and before she didn¿t. About two weeks later, the patient was not really feeling stimulation and was having some retention that started at night. She was bloated and couldn¿t feel that she needed to urinate. She didn¿t know if symptoms had a sudden or gradual onset. The patient synchronized with the programmer, stimulation was off, and she did not turn it off. This had happened in the past and was the second or third time stimulation was off. When she turned stimulation on, she felt stimulation in her leg. Stimulation helped her symptoms when it was on. No outcome was reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # va0a16h, implanted: (B)(6) 2013, product type lead. (B)(4).